Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had experienced some syncopal episodes due to a right ventricular lead malfunction. The lead was exhibiting impedance measurements greater than 2500 ohms, r-waves greater than 2.7mv and failure to capture at maximum device outputs. Therefore, a lead revision was performed and the lead was successfully replaced.